Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03444. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The following outcomes were attributed to the device: pain, recurrence, bleeding, dyspareunia, and urinary problems. It was reported that the patient underwent a hysterectomy in 2009 and placement of advantage fit (boston scientific) on (B)(6) 2009. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03444. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent laparoscopic umbilical hernia repair with mesh on (B)(6) 2013. It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Event description:
It was reported that the patient concurrently underwent cystoscopy. It was reported that the patient underwent laparoscopic umbilical hernia repair with mesh on (B)(6) 2013. It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).